Manufacturer narrative:
He customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including a fourth and final attempt in writing on (B)(6) 2019, to get additional information. In an emailed response to the complaint handler on (B)(6) 2019, the customer's husband indicated that his wife's mastitis resulted in a severe antibiotic reaction that put her in the hospital. He additionally indicated that the original pump had been returned and the delay was due to his son's medical issues, but the replacement pump was working flawlessly. He stated they were grateful for our patience, commitment to our products, and fantastic customer service. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had low suction and it does not empty her, though neither does her baby when she breastfeeds. She additionally alleged that she had mastitis.